Event description:
Additional information was received. It was reported that the issue has since been resolved.

Manufacturer narrative:
Continuation of d10: product ID 3777-75, lot# va2sxpc, serial# (B)(6), implanted: (B)(6) 2023, product type lead. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3777-75, lot# va2sxpc, serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead, product ID 3777-75, unknown implanted: explanted: product type lead h3 device evaluation: analysis of the returned lead (va2sxpc) found that the device had a reliability non-conformance due to the #6 conductor being broken in the body of the lead 9.4cm from the distal end. There was "suspected ma" (medical adhesive) on the outer insulation. It was found that #6 was an open circuit, but there were no shorts between circuits. Continuity was acceptable for #0-#5 and #7. H3 device evaluation: analysis of the returned lead (unknown) found that the device had a reliability non-conformance due to the #4 conductor being broken in the body of the lead 25.3cm from the distal end. Continuity was acceptable for #0-#3 and #5-#7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead was replaced.

Manufacturer narrative:
Continuation of d10: product ID 3777-75; lot# va2sxpc; serial# (B)(6); implanted: (B)(6) 2023; product type lead; product ID 3777-75; serial# unknown; implanted: (B)(6) 2023; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6), g2: the country of origin is china. Medtronic is submitting this report to comply ith FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead failure; the electric resistance of the lead was tested during the surgery and it was found that the fifth contact could not be measured. After the surgery, problems were found with all other contacts. The lead was still in the patient's body, and it has not yet been determined when it will be replaced. Additional information received from a manufacturer representative. The representative clarified that when they reported that there was a lead failure, this was in reference to the impedance issue. The surgery performed was the normal implanting procedure for the lead. The cause of the impedance issue was not determined. The specific impedance readings were unknown. It was unknown if further actions were taken or planned, and it was unknown if the issue was resolved.